Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was ranging from 215 to 225 mg/dl and the sensor glucose was ranging from 60 to 80 mg/dl at the time of the incident. Blood glucose at the time of the call was 198 mg/dl and sensor glucose was 398 mg/dl. The customer also reported that the blood glucose reached 364 mg/dl. The customer was advised to replace sensor as it was not tracking properly. The sensor was returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test, and sensor passed per specification. Performed bicarbonate buffer test, sensor passed per specifications with accurate readings. See attached file for more details. (B)(4).